Event description:
It was reported that the doctor reamed to 51 mm and could not get shell to seat, then reamed to 55 mm now a poor fit. Then proceeded to a 54 mm tritanium\ rev shell.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The investigation could not determine the root cause of the event as the visual and dimensional inspections determined the part was to specification. Visual inspection: the device was returned in good condition with no abnormal marks or scratches. It is clearly marked a catalog number 502-03052d. Dimensional inspection: overall dimensions were taken and compared to the 502-03052d print to confirm that the part had been correctly marked. The part was confirmed to be a 502-03052d. Functional inspection: not performed as the event occurred in vivo and the functional conditions could not be duplicated. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the doctor reamed to 51mm and could not get shell to seat, then reamed to 55mm now a poor fit. Then proceeded to a 54mm tritanium\ rev shell.